Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 7 months. Device evaluation: the evaluation of the returned portion of the percutaneous lead and submitted system controller log file confirmed the reported alarms and motor stopped events which appeared to occur while the patient was operating on the power module. Approximately 7 inches of the replaced external portion/distal end of the percutaneous lead was returned for evaluation. Continuity testing of the returned portion of the lead found all wires were electrically intact. The outer silicone jacket, clear bionate, and braided shield were removed and the underlying wires were examined. A breach in the orange wire insulation exposing the inner conductors was observed adjacent to the metal connector. The damage appeared to be the result of fatigue failure due to repetitive flexing. No other areas of compromised wire insulation were identified. If the exposed conductors of the compromised orange wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported motor stops and alarms recorded in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received red heart alarms with movement of the external portion of the percutaneous lead. The patient was asymptomatic. The manufacturer's technical services reviewed the provided log file and confirmed there were motor stopped events recorded on (B)(6) 2015, which only appeared to have occurred while the lvad was connected to the power module. X-ray images of the percutaneous lead showed an area of concern near the distal end. A percutaneous lead repair was completed on (B)(6) 2015. No further issues have been reported.